Manufacturer narrative:
The customer¿s complaint of dim display boards were confirmed and replicated on 52 of the returned components; two components were determined in good condition. The majority of the faulty returned pcb display boards were identified with slightly dim segments on the pcb led modules during testing. Test results also showed that most of the faulty display boards were associated with various slightly dim segments in the u4 led modules on the pcbs. It is suspected that customer¿s alleged dim display boards with the returned components, identified during testing in table 1, is most likely the observed failure noted on the complaint. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). There was no patient involvement.

Event description:
The customer reported a high rate of dim display on their lvps. There was no patient involvement. Received a copy of the customer's medwatch report from the FDA which states, "the issue has been ongoing for a couple years but recently there has been an increase in the dim led segments on the rate display of the alaris 8100 infusion pump module display boards. There is potential for harm due to the fact that the boards can be misread and numbers can be misinterpreted as another number. Photos attached. It seems most common with units that have a manufacturer time around 7/2014 and 8/2014 in our inventory. Many affected display boards were marked "rev: 07 ". Between oct 2015 and march 2018 100 displays have had the issue and needed replacing. The hospital has been replacing the boards but it comes at a significant cost and amount of time. Becton dickinson was notified of the problem and their response is attached where the problem is acknowledged but a clear plan on how to correct this issue is not provided. Per site reporter: manufacturer's response to investigated is attached (pdf) does not resolve dim led issue." An incomplete date of event of (B)(6) 2017 was provided.